Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer required assistance troubleshooting a fiber optic sensor failure. They were assisted in changing over to the fluid lumen for alternate arterial pressure (ap) access. This resolved the issue and produced a pulsatile waveform and appropriate numbers. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: administrator / supervisor, manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after about 1 hour of intra-aortic balloon (iab) therapy, the customer required assistance troubleshooting a fiber optic sensor failure alarm. The patient was moved from the cath lab table to the stretcher and then to the bed in the ICU, after which they began experiencing the alarms. They were assisted in changing over to the fluid lumen for alternate arterial pressure (ap) access. This resolved the issue and produced a pulsatile waveform and appropriate numbers. Iab was inserted on (B)(6) 2022 and removed on (B)(6) 2022. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
N/a.